Manufacturer narrative:
The complaint investigation for falsely decreased calcium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 13607un22 and complaint issue. The historical performance of the calcium reagent lot 13607un22 in the field was reviewed using data gathered from customers worldwide. The patient median result for the complaint lot is within the established limits which indicates that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the calcium reagent lot 13607un22.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium result generated on the architect c8000 analyzer for one patient. Due to the falsely decreased calcium, the patient was sent to the emergency room and was retested with higher calcium result. The patient did not receive any treatment. The customer repeated the original sample on the two analyzers and the results were higher. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 2.5 mg/dl; repeat results = 10.0 to 10.2 mg/dl. Result from emergency room sample = 10.0 mg/dl . No impact to patient management was reported.